Event description:
It is reported that a customer found air bubbles in the reservoir compartment of the insulin pump. The pt's blood glucose level was 387 mg/dl. The customer was assisted with troubleshooting and was advised that the reservoir and infusion sets. The customer's insulin pump works as designed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).